Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.

Manufacturer narrative:
Additional information is provided in h.2., and h.6. Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.(B)(6) located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while taking the blue adapter off the ett, it broke leaving a piece lodged in the tube. The patient had to be extubated and reintubated. There was patient involved but no injury was reported. They had no further issues but would not consider it resolved.